Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu (lot# p5d1271s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrectomy, when the stomach was removed, the stapler was closed and could not be opened. The reset button was pulled back to its original position, but the stapler did not open. The user attempted to re-close and open the stapler, and pulled the reset button to resolve the issue. There was no patient injury.